Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer stated they were not able to bolus when they did not enter carbs, and they've been cheating to enter carbs just for them to get the right amount of insulin. No harm requiring medical intervention was reported. Troubleshooting was not completed but the pump passed a self test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay. Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. (B)(4).